Manufacturer narrative:
The li-ion battery ((B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned battery was performed and found no visible damage upon receipt. A review of the archive log files showed a clock glitch, comm problem. Additionally, observed gas gauge and amnesia error messages from (B)(6) 2016 to the end of the archive. Gas communication error is an error or fault when the gas gauge and the battery processor failed to communicate with each other causing the battery to disable. The archive also shows that the battery was last inserted into the charger on (B)(6) 2015, 118.9 days before the battery was inserted again into the battery charger on (B)(6) 2016. The battery was not charged for a long period of time which potentially caused the communication failure. During functional testing, the battery status was checked and no led lit up. The battery was inserted into a good know multi chemistry battery charger but after few minutes red led lights was observed on the charger indicating that battery charging has failed. In summary, the reported complaint was confirmed during archive review and functional testing. The archive data shows that there was communication error between the gas gauge and the battery processor which was caused by poor battery mismanagement issue.

Event description:
It was reported that battery was giving low run time in the autopulse platform. When battery was placed into a mc charger, it will not charge/test the battery. When pressing the battery status button no leds lit up. No adverse impact was reported.